Event description:
The patient's stimulator was replaced because the physician could not interrogate it.

Manufacturer narrative:
This report is being filed which covers a 3-year retrospective review of previous calls that were not forwarded to complaint handling from patient/technical services for MDR review during the time period of 2004 to 2007 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. The medwatch report represents 2 unreported malfunction events model unknown ipg for the above time period (all product code unk). This total includes the event described in this report. (See the attached summary report for a listing of all events.)